Manufacturer narrative:
Results: failure to follow instructions (using broken delivery system). Conclusions: user error contributed to event (using broken delivery system).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are not a factor. It was reported that during the deployment of an endurant bifurcated stent graft and during the release of the supra-renal stents, it was discovered that the delivery system was broken at the thumbwheel threads. The physician continued with the procedure and successfully implanted the stent graft. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned and its evaluation has been completed. The delivery system was returned folded to fit into the return box. The stent graft was reported deployed and remained in the patient. The slider was open 1cm. There was a gap of 1.5cm between the tip and the graft cover. There was severe kink on the sheath at the strain relief due the return packaging. The backend was broken off at the wheel screwgear. The wheel was present and intact.